Event description:
It was reported that patient presented to emergency department for an unrelated reason. Upon device interrogation, it was noted that non-sustained right ventricular oversensing episodes showing noise were stored from (B)(6) 2017. Upon review of stored episodes, high frequent, low amplitude noise was present on the ventricular sense channel. Chest x-ray was performed and revealed that the right ventricular lead looked fine but was in a very apical position and very close to the diaphragm. Noise was reproducible with isometric testing. Oversensing of diaphragmatic myopotentials was suspected. Low frequency attenuation filter was turned off. There were no patient consequences.